Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I total b-hcg reagent lot 60340ud00. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot within the established limits and comparable to historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Based on all reviewed data, we conclude that there is no general issue with alinity I total ss-hcg reagent lot(s) identified in this complaint. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot 60340ud00.

Event description:
The customer observed falsely elevated alinity I b-hcg results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=316 iu/l (> 25.0 iu/l =positive) /redrawn and repeated next day=< 2.3 iu/l (< or =5.0 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b-hcg results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=316 iu/l (> 25.0 iu/l =positive) /redrawn and repeated next day=< 2.3 iu/l (< or =5.0 iu/l=negative) there was no reported impact to patient management.